Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in italy as follows: on (B)(6) 2012, patient was implanted with a matrix mandible plate for a mandibular fracture. Post-operatively on an unknown date, it was discovered that the plate was broken. On (B)(6) 2013, the surgeon removed the plate. The revision was completed successfully with no additional problems for the patient. This is report 1 of 1 for complaint (B)(4).